Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The patient experienced that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient reported high blood glucose levels and the patient was treated with correction bolus via pump. No further information available.